Event description:
Information received indicates the patient positioning monitor will not send a nurse call.

Manufacturer narrative:
The facilities maintenance replaced the universal tv circuit board to repair the bed.